Event description:
It was reported with the correct product details.

Manufacturer narrative:
This report is submitted on 15 september 2020.

Event description:
It was reported that the patient underwent skin revision surgery in order to excise skin at abutment site.

Manufacturer narrative:
This report is submitted on august 13, 2020.

Event description:
Per the clinic, the patient experienced recurrent infection and skin overgrowth at the abutment site. It was also reported there was inflammation and mild discharge from the wound. Additional information has been requested but has not been made available as of the date of this report.